Manufacturer narrative:
Preliminary investigation showed that the table brakes were activated when the incident occurred. The breaking force of the table was too low potentially causing the table to move. The incident is under investigation. (B)(6).

Event description:
It was reported that a female patient was holding to the edge of the table while sitting on the tabletop on the axiom multix mt system. The table moved and the patient's finger got caught between the bucky and the table top. The patient suffered a fracture to her 5th (pinky) finger on the left hand. The patient sought medical attention at the orthopedic department of the facility. The reported event occurred in (B)(6).